Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported that on day three of a veno-venous extracorporeal membrane oxygenation (ECMO) support, the patient's arterial oxygenation decreased significantly without any change to the blood flow or sweep gas flow. The kit was exchanged. A clinical support specialist was scheduled to visit the facility to collect additional information. There was no indication of patient serious injury. The complaint sample was available for product investigation.